Event description:
It was reported that while testing the external pulse generator (epg) with rate set at 30 ppm, the rate shown on a defibrillator tester jumped to 180 ppm. It was tested again at rate of 30 ppm, and the rate jumped to 326 ppm. It was also reported that there was a delay in rate change when the rate was turned up, the adjusted rate did not register on the tester for a couple of seconds. It was recommended that the device be returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).